Event description:
Customer reported receiving inappropriate sensor glucose low alerts when the blood glucose reading is not low. The blood glucose reading was 147 mg/dl and the sensor glucose reading was 40 mg/dl. Customer had been calibrating when blood glucose was not stable. She was advised on proper calibration protocol and factors that cause inaccurate sensor readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.